Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI:(B)(4).

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (2/14/2017) pfs and medical records received. After review of the pfs and medical records for MDR reportability, alleges in early 2013 pain in hip and groin, and popping noises from the device, and elevated metal ions. Continues to experience pain and weakness with fear of falling since dislocation a few months after revision surgery. Revised painful left total hip, metal-on-metal, with post-traumatic trochanteric bursitis (from a fall). There has been no notification of a right hip revision to date. Available metal ion lab results are both significant > 7.0 ppb; therefore elevated metal ions harm will be added, and liner, head and stem will be reported.